Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-15292. It was reported that the patient presented to the hospital after feeling a sensation in their implantable cardioverter defibrillator and thought they received a shock. Interrogation did not show any shocks. The patient had chronic atrial lead noise reversion episodes, but no episodes were observed at the time due to previously made programming changes. No intervention was performed.